Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician intended to use an resolute integrity rx coronary drug eluting stent to treat severely calcified and severely tortuous lesion. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. Negative prep was not performed. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. There was resistance encountered when advancing the device. It was reported that the stent was deformed during the procedure, passing through a non-medtronic guide extension catheter. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The physician completed the procedure using a non-medtronic device. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st,2nd and 3rd stent wraps with struts raised and bunched. Deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the resolute integrity stent passed through a 7fr non-medtronic guide extension catheter and not a non-mdt guide catheter as previously reported. If information is provided in the future, a supplemental report will be issued.